Event description:
It was reported that the patient notifier was received for low, out of range pacing impedance on the patient's left ventricular lead. No intervention was performed. There were no patient consequences.